Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-34, serial/lot #: (B)(4), ubd: 12-jun-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded. Therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient went into cardiac arrest during valve deployment. The cause of the sudden cardiac arrest was reported to be severe heart failure and low ejection fraction. The physician decided to fully deploy the valve and begin cardiopulmonary resuscitation (CPR). The valve was implanted at an appropriate depth. The CPR efforts were unsuccessful. The patient died. The cause of death was reported to be heart failure and low ejection fraction. Per the physician, this event was procedural related and not related to any medtronic device. An autopsy was not performed.